Event description:
It was reported that during the procedure, the fiber snapped approximately two inches from the tip inside the scope. The procedure was completed using another of the same device. There were no patient complications.

Event description:
It was reported that during the procedure, the fiber snapped approximately two inches from the tip inside the scope. The procedure was completed using another of the same device. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Without product return and proper evaluation of the device, the most probable cause that contributed to the event remains unknown. A review of device history confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. A risk review was completed and confirmed that the event of break was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A labeling review was performed on the device instructions for use (IFU). The IFU cited: fiber should not be clamped with forceps or other securing instruments as it could result in fiber damage or breakage. Based on the information provided, unable to exclude device problem is selected as the most probable cause for the complaint, as the investigation findings do not clearly confirm the presence or absence of the reported problem with the device.